Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a low speed operation event due to the pump stop button being pressed on the system monitor. The submitted log file contained events from 19apr2023 to 02may2023. On (B)(6) 2023, the log file recorded low speed operation events caused by the motor stop command being received from the system monitor. The event was associated with low speed and low flow alarms. Following this event, the pump regained speed without issue. The log file appeared to show the device operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on ventricular assist device (vad) support until expiring on 03jun2023, captured under MFR # 2916596-2023-03637. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file indicated that the system controller was connected to the left ventricular assist device (lvad) on (B)(6) 2023 at 0816 and a speed reduction was recorded on (B)(6) 2023 at 2144. The speed was recorded to be as low as 80 rotations per minute (rpm) around the time of the event. The patient was reportedly using an ungrounded patient cable. The speed reduction event lasted approximately 7seconds and no unusual events were recorded thereafter. Upon further evaluation of the log files, motor stopped command received flags were noted which indicated the pump stop button was briefly activated on the system monitor. The events did not appear to be due to an issue with the lvad or the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.